Event description:
It was reported that a atb35 was used during a laparoscopic gastrectomy. It was reported by the affiliate that the firing knob would move, so that the instrument would not fire. A new instrument was used to complete the case. There was no consequence to the patient.